Event description:
It was reported that during device preparation and prior to use using a femoral artery access approach of the unspecified vessel, the 2.75 x 15 mm rx vision stent delivery system (sds) was being advanced over the guide wire outside the anatomy when the stent implant dislodged from the balloon. The device was not used; there was no adverse patient effect. A second device was used in the procedure without reported incident. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.